Event description:
Account put bleach in the analyzer waste container against labeled instructions. Lab personnel complained of itchy eyes and ears and of blistering skin. Field service rep verified that all warning labels were in place and explained to the account that bleach must not be used in the waste container.